Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing and delivered two inappropriate shocks. Inappropriate therapy provided was result of supraventricular tachycardia. Reprogramming was completed. This crt-d remains in service. No additional adverse patient effects were reported.